Event description:
It was reported that the radiolucent skull clamp snapped at the narrowest portion of the locking double pin end after the head holder had been removed following a posterior cervical fusion. The procedure was completed without any complications and the pt was not injured. No other info was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.